Event description:
Pt reported the self-adhesive on the infusion set of the infusion device is wet/leaky. Pt reported receiving a blood glucose level of 20 mmol/l/360 mg/dl. Pt¿s normal blood glucose level was not provided. Pt stated, he took correction via the infusion device after changing the infusion set and his blood glucose level was okay. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.